Event description:
It was reported, that the patient presented in clinic. For a lead revision on the right ventricular (rv) lead. The physician elected leave the rv lead inactive. The patient was in stable condition.